Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported a no delivery alarm. Customer's blood glucose was 467 mg/dl. The customer insisted on performing a 5 units bolus delivery. The customer also believed the no delivery alarm was due to a site issue. Customer was advised he may have a bent cannula or a occluded site/set. No additional information provided.